Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) is only showing 2.5cc balloon volume on the pump. The rn states they just hooked up the intra-aortic balloon (iab) helium driveline tubing, but the iabp only registers 2.5cc. They tried to go to balloon volume and increase to 40cc, but it wouldn't change from 2.5cc. They have not initiated pumping yet. The clinical support specialist (css) requested that the rn discontinue 40cc connector and reattach. Iabp now registers 40cc and pumping initiated. The css informed the rn that the connector may not have been fully connected, but secure connection is indicated by pump recognizing the 40cc connector. The rn states this is the second catheter they used for this pt. At 6:50 pm est the rn called the css's cell phone directly. The rn said they have another iabp that displays 2.5cc. There is no connector hooked up currently. The css explained that 2.5cc is in bellows at all times. The rn had a spare driveline tubing and attached it to pump. It now displays 40cc balloon volume. The rn had no further questions at this time. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.